Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safe-clip device from lot 8228014. Consumer reported safe clip is not clipping. The returned safe clip was examined microscopically and exhibited dry blood near the cutting hole; the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information. The problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test. H3 other text : see h.10

Event description:
It was reported that the needle clipping device safe clip did not clip the needles during use. The following information was provided by the initial reporter: "consumer reported safe clip is not clipping. Purchased june 1, 2019, this is when she first noticed the problem. Had a backup because she purchased two but only had issue with one."

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clipping device safe clip did not clip the needles during use. The following information was provided by the initial reporter: "consumer reported safe clip is not clipping. Purchased june 1, 2019, this is when she first noticed the problem. Had a backup because she purchased two but only had issue with one."